Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula was kinked on 29-jul-2024 and on 21-sep-2024. The event occured 3 or more hours after insertion. The site of insertion was at abdomen. Infusion set was in use for 12 hours during first event and 10 hours during second event. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.